Event description:
A report was received that the patient will undergo an ipg explant/re-implant procedure due to the inability to keep a charge. The patient had previous pocket revisions (MDR #3006630150-2011-01834) and since, the ipg will not maintain a charge.

Manufacturer narrative:
Additional information was received that the patient was explanted and re-implanted with a competitors device. The patient is reportedly doing well. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate of 10.66 mvdc per day with the stimulation turned off, which is within the typical ipg battery depletion rate. Ipg exhibits normal characteristics. Device evaluation for the splitters (sc-3354-25, s/n (B)(4)) indicated that visual inspection revealed that the lead was cleanly cut approximately 6 inches from the proximal end. The damage to the leads is consistent with damages done during the explant procedure and are not considered a failure. For the leads (sc-2366-30, s/n (B)(4)): a review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo an ipg explant/re-implant procedure due to the inability to keep a charge. The patient had previous pocket revisions (MDR#3006630150-2011-01834) and since, the ipg will not maintain a charge.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2366-30, serial: (B)(4), description: linear 3-6 lead, 30cm model: sc-3354-25, serial: (B)(4), description: w4 splitter 2x4-25 cm.